Event description:
On (B)(4) 2013 the reporter contacted animas alleging that the patient has been having issues with elevated blood glucose (bg) for the past week. The reporter stated that on (B)(6) 2013 the patient's bg was elevated to 400 mg/dl, and that on (B)(6) 2013 the patient was admitted to the hospital per the healthcare provider's (hcp) request due to ongoing high bgs. The patient's bg on (B)(6) 2013 was reported to be 537 mg/dl with no symptoms. The patient was reportedly not placed on an insulin drip and had been given one injection at the time of the call to animas. The hcp requested animas be contacted regarding the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct; there was no pump defect found on troubleshooting. The reporter stated she had lost faith in the pump, and the pump was replaced. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause and sought medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.